Event description:
The customer reported high blood glucose. Customer stated woke up with high blood glucose int he 500's mg/dl. Customer's blood glucose was 417 mg/dl. Troubleshooting was done. Customer has been monitoring her blood glucose and they have not come down until she gave herself a shot and went done about 500 points. Customer stated there were air bubbles int eh cannula. Advised the customer not to rewind the insulin pump with reservoir in it and to not put cold insulin in the reservoir. Customer's blood glucose came down towards 167 mg/dl at the end of the call. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).